Event description:
Healthcare professional reported the valve was removed because it was too small for the annulus. At the original implant, the annulus measured 24mm and a 25mm prosthesis was implanted. Protrusion of the aortic wall into the non-coronary sinus area prevented complete opening of the leaflets. A 23mm freestyle was used as the replacement valve.